Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not boot up. After reviewed the log file fse confirmed that there is a malfunction of geo-pc. The fse replaced the ipc adapter as well as the geometry computer, loaded software and tested. After replaced the ipc adapter as well as the geometry computer the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. A philips field service engineer (fse) inspected the device onsite and replaced the ipc adapter as well as the geometry computer which returned the system to use in good working order.